Event description:
This complaint is now reportable based on the returned device analysis completed in 2009. It was reported that during an unspecified endoscopic procedure a loose connection occurred. The unspecified target lesion was in the large intestine. A rotatable snare oval 20mm had been selected to treat the target lesion. During the procedure, "a-cord failed to connect with the snare handle due to loosen". The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good". Returned device analysis revealed that the plug detached from the handle.

Manufacturer narrative:
Initial visual examination of the returned device revealed the cautery plug detached from the handle. No other anomalies were detected. Microscopic examination revealed the cautery plug was screwed to the cross pin as evidence of wear was noted on the cautery plug's thread. A device history record review could not be performed as the lot number is unk. The most probable root cause of the reported complaint is determined to be manufacturing related.